Event description:
It was reported to boston scientific corporation that a hydra jagwire was attempted to be used in the bile duct during an endoscopic ultrasound (eus) rendezvous procedure to treat a bile duct stricture performed on (B)(6) 2025. During the procedure, the coating of the guidewire appeared to have a rough surface, making it difficult to remove and causing the coating to peel/strip from the wire. The wire became stuck in the accompanying fnb eus needle and could not be removed. The needle was forcefully extracted only after the scope was removed from the patient with both the needle and wire still connected. As a result, the procedure was canceled, and the patient was scheduled for ptc (percutaneous transhepatic cholangiography) the next day. Two photos of the device were provided, and one clearly shows the guidewire coating is rough and distorted.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results: the hydra jagwire device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the device has a rough condition. No other problems with the device were noted. According to the media analysis performed, it was possible to observe the guidewire has a rough condition, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.